Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead there was a problem with the helix of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with a stylet in the helix. The helix was able to be extended and retracted within specification. If information is provided in the future, a supplemental report will be issued.